Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient stated her rate response was too aggressive on her pacemaker. Device remains in use. No patient complications were reported as a result of this event.